Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600 synchron clinical system gave erroneously low sodium (na) results between (B)(6) 2010. The customer reported that 183 erroneous pt results were reported out of the lab. It is unk if there were any changes to pt treatment as a result of this event. There were no reports of death or serious injury. The customer became aware of the issue when a physician requested that na results be repeated for a pt. The customer then reviewed previous pt results and concluded that there had been an ongoing problem. None of the pt samples were available to be repeated and no amended reports were issued. Prior to (B)(6) 2010, the automated weekly flow cell cleaning procedure was in use. After the low na issue was discovered, the maintenance procedure was changed to the twice-weekly flow cell cleaning procedure. This is report 115 of 183 medwatch reports filed for this event for pt 115 of 183 pts. A single medwatch report was filed in (B)(4) 2010.

Manufacturer narrative:
The system was evaluated by a bci field service engineer. Prior to (B)(6) 2010, the automated weekly flow cell cleaning procedure was in use. After the low na issue was discovered, the maintenance procedure was changed to the twice-weekly flow cell cleaning procedure. As of (B)(4) 2010, there have been no further instances of low na results. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 and 10/23/2010 for additional reportable events. This MDR represents event 115 of 183 reported by this customer.